Event description:
Nipro (B)(4) communicated a complaint from (B)(6). Meter always shows result of lo. No adverse event reported.

Manufacturer narrative:
(B)(4). Manufacturer acknowledges lateness of the report. Reportability should have been identified the day this complaint was communicated by nipro (B)(4) (03/18/2013). Corrective action for appropriately identifying reportable complaints at the time of the call is in progress.